Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with symptoms of fatigue and dizziness to the emergency room at (B)(6) hospital. The lead exhibited high impedance and rising capture thresholds. A chest x-ray revealed the lead was fractured. The patient was transferred to (B)(6) clinic where the lead was explanted and replaced successfully. No additional information was available.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. External insulation abrasion was noted from 5.9cm to 6.8cm from the distal portion consistent with friction to another device or feature of the heart. The inner coil was fractured at 36.0cm from the distal cut end.